Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guiding catheter and guide wire may have further aided the analysis. A review of the electronic lot history record and corrective action tracking system database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported difficult to advance/position and detachment of the device or device component/separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement through the guiding catheter the guide wire encountered resistance and likely causing the guide wire kink and ultimately resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was reported the procedure was to treat a lesion in the coronary artery. Resistance was met during advancement of the ht balance guide wire in the guiding catheter and the guide wire separated. As the guide wire was still in the guiding catheter, it was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the ht balance guide wire separated during advancement in the guiding catheter. The device was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.